Manufacturer narrative:
G4: 14may2020. B4: 15may2020. The customer stated that they would repair the device themselves. Attempts were made to contact the customer and obtain additional information regarding the device's touchscreen functionality and repair. The customer did not respond to these attempts. If new information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that the device experienced navigation ring failure. It is unknown if the device was in clinical use or if there was any patient harm.